Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis due to being capped and abandoned. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements, high thresholds and oversensing. No pacing inhibition was observed, and this patient is not pacemaker dependent. The decision was made to surgically abandon this lead because it was suspected this rv lead was fractured. There were no adverse patient effects reported.